Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The reported increased intra-peritoneal volume (iipv) issue was not confirmed. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.

Event description:
The customer contacted baxter's technical service center report a high drain/call pd nurse alarm on a homechoice (hc) device. The home patient (hp) stated he disconnected during a dwell and did not end therapy on the device. The hp did not report any symptoms, nor did he provide any other information. He did not want a swap, only wanted to clear the message and resume the set up for therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv-adult. A follow-up report will be filed if any additional relevant information becomes available.